Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
The physician was intending to use a protege everflex for treatment of the left sfa. It is reported that the physician could not move the stent smoothly. There was no patient injury. Evaluation summary: he protege everflex self-expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The stent delivery system, (sds), was returned with deployment paddles distant to each other approximately 16.8 cm. The safety knob was loose. Approximately 5mm of the distal end of the stent was exposed. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen of the sds was flushed: fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the stopcock luer lock and the annual spaces were flushed: fluid was observed exiting the distal end of the outer sheath. A 0.035 test guidewire was loaded through the distal tip with ease. The guidewire loaded sds was loaded onto a deployment apparatus: approximately 5lb of force was applied and the stent did not deploy. The stainless steel tube started to bend when the attempt to deploy was aborted. No abnormalities or deformities were noted in an examination of the sds outer sheath. The sds was skived approximately 5mm proximal to the retainer ring to the distal end of the outer sheath to release the stent. No abnormalities or deformities were noted in the examination of the outer sheath liner, center lumen or retainer. The deployment paddles moved with ease after the stent was released.